Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was exhibiting a false event, intermittently undersensing possibly due to loss of contact. The pause event was seen on remote transmissions. No intervention was done, patient will continue to monitor the patient. There were no adverse consequences to the patient.